Event description:
It was reported the cardiac output measurements were not correlating with the bolus measurements. Clinician could tell the patient condition was normal; however, the measurements were incorrect on the vigilance 2 monitor, cardiac output 1.6. Changed cable and monitor. Also it was noted that the mixed venous measurements were too good for the cardiac output measurements. No patient complications were reported. A review of the complaint database did not indicate that the vigilance monitor was reported.

Manufacturer narrative:
The device was returned for evaluation. Customer report was confirmed. The catheter was returned with a non edwards contamination shield attached. The thermistor and thermal filament were found to function normal. There were no open or intermittent conditions. The catheter was able to collect cco data for 5min. Without an error message on both the vigilance I and ii systems. The eeprom data is normal. The balloon inflated clear and concentric and remained inflated for 5min. Without leakage. The catheter body was found to have two kinks/indentations under the proximal connector of the contamination shield. The kinks are located 4cm distal of the 90cm marker. There is a third indentation in the catheter body, located just proximal of the 30cm marker. Both kinks at 86cm are severe enough to restrict flow. Both thermistor and thermal filament housings were opened and there were no abnormalities observed.